Manufacturer narrative:
The device eval has not been completed. This report filed based on the potential for fluid ingress in the device that could cause damage to key electrical components. F/u to be sent upon eval completion. (B)(4).

Event description:
Haemonetics received a complaint for a cardiopat device with the description "blood in centrifuge." No pt or operator injury reported.